Manufacturer narrative:
The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample was not returned for evaluation. A review of the manufacturing records associated with this lot found that the product met acceptance criteria at the time of release. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
An optician reported that after 15 days of using the hydrogen peroxide contact lens disinfecting system, a client reported that their eyes would sting when they put in their lenses. The optician speculated that the platinum had not fully neutralized the hydrogen peroxide, which resulted in superficial punctate keratitis. There was no visual acuity impact noted, and following doctor-recommended rinsing of the ocular surface with saline, the cornea was clear after 48 hours. Patient is recovered. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.